Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#(B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's girlfriend went to her doctor's appointment, she has a prescription for her own products. Customer's girlfriend still feels the same, however her doctor is aware and is treating her. Customer's girlfriend has her prescription now.

Event description:
Consumer called to know what hi blood glucose test means. Caller is the owner of meter and is not concerned with his results; he had tested the truemetrix meter on his girlfriend who had obtained a result of hi. The customer is concerned with his girlfriend's tests results from results obtained of hi, 574, 341 and 389 mg/dl. Girlfriend's was recently diagnosed and does not have her own meter. Caller had stated that he felt fine but his girlfriend was experiencing symptoms of increased thirst and increased urination. Girlfriend did not need medical attention at the time of the call; caller stated girlfriend had a doctor's appointment scheduled in three days and that they would wait. During the call on (B)(6) 2018, a back to back blood test was not performed by the girlfriend. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/15/2018 and open vial date is one week. The meter memory was reviewed for previous test result history: result 1 :574mg/dl date:(B)(6) 2018 time:11:54am girlfriend results fasting, result 2 :hi mg/dl date:(B)(6) 2018 time:10:48am girlfriend results fasting, result 3 :341mg/dl date:(B)(6) 2018 time:4:57pm girlfriend results fasting, result 4 :389mg/dl date:(B)(6) 2018 time:10:25am girlfriend result fasting. Advised customer that this is a single patient use product and that he should not test on multiple person. Customer is the owner of the meter . His girlfriend does not have a meter. His girlfriend has symptoms of high blood sugar, advised that she seeks medical intervention, customer states that she has a doctor's appointment in three days that they will wait. Girlfriend's a1c is 10.